Event description:
It was reported that during a lap sigmoidectomy, the firing force was higher than expected. The device was used to anastomose between the colon and the rectum. Eventually, the firing was completed and the donuts were created properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: eventually, the firing was completed and the donuts were created properly. Are you referring to the firing force being more difficult? --- although the firing force was much higher than expected, the device cut an stapled properly. How many firings were needed to complete the anastomosis? --- once. Were there any previous issues with the donuts not being complete? --- no. Were there any issues with the staple line? --- no, if yes, please explain. Were there any issues with the cut line? --- no, if yes, please explain.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.